Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose was 140 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with insulin. The customer was off the pump during time of hospitalization. The customer stated that she also had sensor glucose versus blood glucose that was 70-80 points off. The customer calibrated at least twice a day. The customer was advised to calibrate 4 times a day. The customer was advised to speak with helpline.